Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won't turn on. Upon trouble shooting and found that the no power on the system and it was not turn on. The fse replaced the mains power distribution unit (mpdu) and removed the ups power from the mpdu. After replacement of mains power distribution unit (mpdu), the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.